Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples were missing. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The clinical instrument was returned and evaluated. The reported condition could not be duplicated as the device loaded and fired the clips with no abnormalities observed.